Event description:
It was reported that there was a power on reset that occurred. During the power on reset a software update was wiped out. The device remains in use and the patient will go to the office to have the software reloaded on the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) occurred. The device experienced a critical ram parity error event (B)(4) 2011 in location " 2b da." The device should be able to recover from the event and continue normal function.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
The device was later returned due to early battery depletion. No patient complications have been reported as a result of this event.